Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the 8mm cannula gage pin was used and inserted into the tube of the cannula. Resistance was felt as the gage pin moved through the cannula, which indicated likely damage to the tube. The gage pin made it to the distal end of the tube but would not pass through. The evidence was inconclusive, but the distal end opening was likely slightly out of round or physically damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the gauge pin would not pass through the instrument accessory cannula during a training/demo procedure. No patient involvement.